Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced visual distortion, glare and halos. Patient was not tolerating the lens. The lens was exchanged for a different lens 3 months after initial implantation. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Qualified associated products were indicated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that patient issue was resolved and the surgeon prognosis was good. The patient was not hospitalized.